Event description:
It was reported that the implant started to become mobile and was removed due to a fracture.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k101880 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon review, it was noted that this event was already submitted on 2/29/24 under MFR report number 0002023141-2024-00552. This report is being submitted to retract the initial report, MFR report number 0002023141-2024-00707 that was submitted on march 13, 2024 as this event had already been submitted and is a duplicate of MFR report number 0002023141-2024-00552 that was submitted on february 29, 2024.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number 0002023141-2024-00707 that was submitted on march 13, 2024 is a duplicate of MFR report number 0002023141-2024-00552. Therefore, this supplemental mw is being submitted as a retraction due to duplication of MFR report number 0002023141-2024-00552. All details associated with this event have been processed and completed under 0002023141-2024-00552. Therefore, no additional reports will be submitted under MFR report number 0002023141-2024-00707.